Event description:
It was reported that the patient underwent a hip revision approximately eight years post-implantation due to dislocation. During the procedure, the bearing and head were replaced, and the operation was completed successfully. It was also noted that the bearing was damaged. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). H10: act artic e1 hip brg 28x38mm, item: ep-200144, lot: 902410, delta cer fem hd 28/0mm t1, item: 650-1158, lot: 2015020327. G2: japan. Visual examination of the provided pictures identified the explanted head and bearing components. The bearing component is seen fractured off through to the center and a small fracture on the rim, and deformation seen on the inner rim. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The customer indicated that the product location is unknown; therefore, it was not returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.